Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no image for the device. The system could not be returned to normal operation. This is attributed to the faulty image sensor cable. The error 216 scope communication error was sporadic and likely to occur. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, an e216 scope communication error which resulted in no image being displayed was observed for the device. There is no harm to any patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum jun 19, 2022: the event occurred during preparation for use with no patient involvement.

Manufacturer narrative:
The date of the reported event was (B)(6) 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the image failure occurred because of a defect in the image sensor unit or the internal circuit board of the video connector. It is also possible that a system failure caused the issue. Olympus will continue to monitor field performance for this device.